Event description:
Boston scientific crm received information from an implant form that this right ventricular (rv) lead was reposition due to an rv lead dislodgement. Additionally, the lv lead was explanted and replaced due to a product performance issue. Subsequently, boston scientific crm received information from the local representative that this lead was explanted and replaced due to lv lead dislodgement. The physician opted to go to a different branch that required a different lead other than the model#4555. There were no adverse events reported.

Manufacturer narrative:
Upon return, visual inspection of a complete lead found no irregularities. Our post market quality assurance laboratory could not confirm the dislodgement allegation. However, evidence and past experience suggests that lead dislodgement can be the result of unique patient physiology and/or implant technique.